Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 459mg/dl. It was stated that the customer changed the infusion set on (B)(6) 2011, but he changed again two days later because, the infusion set came out without knowing it. It was stated that the customer was experiencing high blood glucose for the past three days. The customer's most recent glucose reading was 352mg/dl, and he has treated with manual injections. It was stated that the customer had difficult time lowering his glucose level with an insulin drip. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. It was stated that the customer does not allow the insulin to warm to room temperature before filling the reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.